Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 during drain three of five while using the homechoice system. The caregiver (cg) stated that there was a hole in the supply line. On the same day, the pt spoke with the on-call clinic nurse regarding a hole found in the supply line. The pt indicated that approx five hours after setting up therapy, the device alarmed and the cassette was noted to be leaking. The pt was unable to confirm if their pet (cat) had chewed on the tubing. The nurse had the pt come to the clinic. The nurse assisted the pt to drain and noted at that time that the drainage was cloudy. A culture was taken which did not grow bacteria. The pt was placed on vancomycin 1g times one dose, tobramycin 186.7mg times one dose and vancomycin 255mg intra-peritoneal (ip) for 14 days. The last day of the antibiotics was the following month, and the pt has been infection free since that time. The nurse indicated that it was possible "touch contamination" was the cause of the peritonitis. The nurse indicated that this is the third episode of peritonitis that this pt has experienced since starting peritoneal dialysis.

Manufacturer narrative:
The actual set was discarded and the lot number is unk. The facility nurse indicated that the clinic's standard operating procedure (sop) is for a pt to use the peritoneal dialysis cassette for three days. The nurse was advised that baxter's label copy indicates "this is for single use only."